Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device and non-boston scientific right ventricle (rv) lead exhibited noise on the rv channel for past five months. There was no over-sensing and no out of range measurements. The device and lead remain implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).